Event description:
Pt came into clinic for routine (B)(6) week f/u visit for posterior lumbar instrumented fusion l3-l1. Screws were placed in l3, l4, and s1 only. Broken screws are present in l5 from previous treatment. X-ray revealed one of six locking caps had migrated from tulip. Two weeks post-up, pt reportedly heard "pop" in back. X-ray appeared normal at emergency room visit. No supplemental instrumentation was used. No post-operative bracing was prescribed. Pt is paraplegic with a previous failed fusion (pseudo-arthosis). Revision surgery is a possibility at this time. If revision occurs, product is requested back for investigation on (B)(4) and MFR will f/u on MDR.

Manufacturer narrative:
Revision surgery, if necessary, has yet to be scheduled. MFR will f/u with add'l info as it becomes available.